Event description:
It was reported that during a pta stenting procedure of the sfa, the physician was loading the stent onto the guide wire when it began to prematurely deploy. Approximately 2 mm of the stent was found to be exposed. The physician removed the device and completed the procedure with a second xceed stent successfully. No patient injury or effect was reported. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot information. We were not able to perform device history record review in this case. A supplemental report will be submitted with any relevant information.